Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Further troubleshooting could not be performed due to low battery. On 7/5/16, the device was explanted and replaced. No further information was available.